Event description:
It was reported that during a gastric procedure the device did not coagulate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/20/2008. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a switch button issue was.... The batch history records were reviewed and no anomalies were noted during the manufacturing process.